Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('bleeding: general abnormal bleeding'), pregnancy with contraceptive device ('pregnancy stillbirth/miscarriage') and abortion spontaneous ('stillbirth / miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: it was unknown if confirmation test was done. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and urinary tract infection ("uti") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, psychological trauma and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma and urinary tract infection to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2011 (discrepancy noted). Plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration, uti. Pregnancy complication was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events per pfs: abdominal pain, bleeding-general abnormal bleeding, psych injury, pregnancy stillbirth/miscarriage, miscarriage, migration, urinary tract infection, device ineffective. Essure insertion date was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy at gestational week 11'), abortion spontaneous ('miscarriage') and genital haemorrhage ('bleeding: general abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 20232097-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not follow up with her hsg despite recommendation" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (pre term birth) on (B)(6) 2013, nephrectomy (right nephrectomy due to renal atrophy right) on (B)(6)2011, renal atrophy (right renal atrophy with right upper pole cortical scarring) on (B)(6)2011 and metrorrhagia. She did not allege that essure caused birth defects. Concomitant products included ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol) from (B)(6) 2011 to (B)(6) 2011 for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti") and migraine ("migraine/headaches"). In (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device / ejected one of her essure coils last year not sure when"), depression ("depression") and anxiety ("anxiety/mental anguish"). In (B)(6)2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 4 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, device expulsion, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety and migraine outcome was unknown and the abortion spontaneous had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced pregnancy episode in (B)(6)2013 which was captured under case (B)(4). Patient experienced another two pregnancy episode which was captured under case (B)(4) ((B)(6) 2014) and (B)(4) ((B)(6) 2018). Essure insertion detail: the right had 3 coils showing and the left had 1 coil showing. Patient tolerated the procedure well. Previously reported insertion date was (B)(6)2011 (discrepancy noted). Plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration, uti. She was planning to undergo essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: diagnosis: products of conception including placental villi. Pregnancy test - on an unknown date: positive (test done on (B)(6) 2014 discrepancy noted); on (B)(6) 2014: positive. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound scan - on (B)(6) 2011: there is linear echogenic focus along the right uterine fundus. These measures 1.4 x 0.3 x 0.4cm. This is located just to the right of the endometrial complex. This probably represents either a foreign body embedded within the myometrium or could represent occlusive device within the intestinal or segment of the fallopian tube. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pregnancy with contraceptive device, miscarriage, vaginal bleeding, urinary tract infection, pelvic pain, abdominal pain, device expulsion and migraine". Reported batch number 20232097 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy at gestational week 11'), abortion spontaneous ('miscarriage') and genital haemorrhage ('bleeding: general abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 20232097-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not follow up with her hsg despite recommendation". The patient's medical history included pregnancy with contraceptive device (pre term birth) on (B)(6) 2013, nephrectomy (right nephrectomy due to renal atrophy right) on (B)(6) 2011, renal atrophy (right renal atrophy with right upper pole cortical scarring) on (B)(6) 2011 and metrorrhagia. She did not allege that essure caused birth defects. Concomitant products included ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol) from (B)(6) 2011 to (B)(6) 2011 for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti") and migraine ("migraine/headaches"). In (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device / ejected one of her essure coils last year not sure when"), depression ("depression") and anxiety ("anxiety/mental anguish"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 4 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, device expulsion, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety and migraine outcome was unknown and the abortion spontaneous had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2014. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced pregnancy episode in (B)(6) 2013 which was captured under case (B)(4). Essure insertion detail: the right had 3 coils showing and the left had 1 coil showing. Patient tolerated the procedure well. Previously reported insertion date was (B)(6) 2011 (discrepancy noted) plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration, uti. She was planning to undergo essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: diagnosis: products of conception including placental villi. Pregnancy test - on an unknown date: positive (test done on (B)(6) 2014 discrepancy noted); on (B)(6) 2014: positive. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound scan - on (B)(6) 2011: there is linear echogenic focus along the right uterine fundus. These measures 1.4 x 0.3 x 0.4cm. This is located just to the right of the endometrial complex. This probably represents either a foreign body embedded within the myometrium or could represent occlusive device within the intestinal or segment of the fallopian tube. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pregnancy with contraceptive device, miscarriage, vaginal bleeding, urinary tract infection, pelvic pain, abdominal pain, device expulsion and migraine". Reported batch number 20232097 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('bleeding: general abnormal bleeding'), pregnancy with contraceptive device ('pregnancy stillbirth/miscarriage') and abortion spontaneous ('stillbirth / miscarriage') in a 34-year-old female patient who had essure (batch no. 20232097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (pre term birth) in (B)(6) 2014 and metrorrhagia. She did not allege that essure caused birth defects. Concomitant products included ethinylestradiol; norethisterone acetate (norethindrone acetate and ethinyl estradiol) from (B)(6) 2011 to (B)(6) 2011 for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), urinary tract infection ("uti"), migraine ("migraine/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("depression/psych injury"), anxiety ("anxiety/mental anguish") and device expulsion ("expulsion of essure device"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), 4 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, urinary tract infection, depression, anxiety, device expulsion, migraine, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced pregnancy episode in (B)(6) 2013 which was captured under case (B)(4). Essure insertion detail: the right had 3 coils showing and the left had 1 coil showing. Patient tolerated the procedure well. Previously reported insertion date was (B)(6) 2011 (discrepancy noted) plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration, uti. Per pfs, on (B)(6) 2019, she was diagnosed with pregnancy on (B)(6) 2014 (discrepancy noted). On (B)(6) 2011, linear echogenic structure along the upper right lateral uterine body near the fundus. Please correlate, as this could represent a foreign body or segment of an iud embedded within the myometrium or luterstitial segment of the fallopian tube. On (B)(6) 2014, the specimen is labeled products of conception. Received fixed in formalin with patient name is a fetus that measures crown to rump 3.0 cm, rump to heel 1.0 cm. The specimen is submitted for gross examination only. She was planning to undergo essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on an unknown date: positive (test done on (B)(6) 2014 discrepancy noted).; on (B)(6) 2014: positive. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound scan - on an unknown date: presentation: cephalic. Placenta: anterior. No previa or abruption. Fetal heart rate: 141 beats per minute. Amniotic fluid index: 33 cm. Normal range for gestational age is 6.5-27.2. Biophysical profile score: 8 / 8.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pregnancy with contraceptive device, miscarriage, vaginal bleeding, urinary tract infection, pelvic pain, abdominal pain, device expulsion and migraine". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Following events¿ depression, anxiety/mental anguish, expulsion of essure device, migraine/headaches, abnormal bleeding (vaginal, menorrhagia)¿ were added. This case is medically confirmed. Reporter, demographics, medical history, lab data, essure lot number and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.